Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had compressor issue. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the compressor, thoroughly cleaned the solenoid and exhalation air filter and tightened the solenoid. The ventilator passed all tests.